Event description:
It was reported that after a small meal announcement on the ilet, the user experienced a blood glucose rise to approximately 400 mg/dl, performed a supply change for hyperglycemia, then issued two ghost meal announcements to correct, which resulted in insulin stacking and a subsequent low reaching 53 mg/dl. The user referenced starting a new enzyme-related oral medication that could delay glucose absorption, and the device component implicated was the user interface with a medical device problem characterized as improper or incorrect procedure or method. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to ghost announcements through the user interface. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.